Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
Infection was reported. It was further reported that the device site was discovered to be infected and a culture of the wound indicated a multi resistant organism. Treatment included inpatient hospitalization, chest xray, electrocardiogram, cardiac stress test, intravenous antibiotics, dressing changes and the infection resolved. The device remains in use. No further patient complications have been reported as a result of this event.